Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been provided in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, hospitalized low readings and bent cannula. The customer's blood glucose reading was 30 mg/dl during time of hospital visit. The customer was treated with glucose tablets. The customer ate a peanut butter and jelly sandwich during time of hospital visit. The customer stated that the reservoir showed the same amount of insulin as shown on the status screen. The customer declined to troubleshoot for bent cannula and high readings.